Manufacturer narrative:
The device has not been available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges fire in power module while end user was sleeping. Alleges user woke up to smoke and chair burning. Alleges used a fire extinguisher to put it out.

Manufacturer narrative:
The device was returned and evaluated. The electronic failure was most likely the result of liquid ingress/misuse.

Event description:
Alleges fire in power module while end user was sleeping. Alleges user woke up to smoke and chair burning. Alleges used a fire extinguisher to put it out.